Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged. An attempt was made to reposition the lead but good sensing could not be obtained. The physician made the decision to remove the lead and implantable cardioverter defibrillator (ICD) with the intent to replace the system at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the helix of the lead was extrinsically bent and the distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented that the visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.